Manufacturer narrative:
This report is submitted on october 1, 2019.

Event description:
Per the clinic, the patient experienced a head trauma resulting in loss of osseointegration of the implant. The patient was reimplanted with a new device.